Event description:
A malfunction alarm occurred, identified as malf 16, with no notable events reported prior to the incident. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy, and technical support arranged for a warranty replacement of the pump. The customer was instructed on how to put the malfunctioning pump into storage mode and was provided with a pre-paid label to return it within 10 days, which the customer acknowledged.